Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 245 mg/dl after disconnecting the ilet pump to charge and inadvertently remaining off insulin delivery for several hours, with subsequent elevated glucose readings while later consuming dinner and ice cream; supplies appeared intact, and no device alarms occurred. Symptoms included dry mouth and thirst associated with hyperglycemia. Outcomes included a minor, non-serious illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically not reconnecting the infusion set after charging; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user¿s glucose trended down with continued system corrections.